Manufacturer narrative:
(B)(4). The third party service agent verified the reported issue and replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack and the patient parameter pcb assembly. After observing proper operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control.

Event description:
A third party service agent contacted physio-control to report a customer's device would continuously reboot on its own when it was powered on. The device may not be able to be used to deliver defibrillation energy if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed parts and determined that the cause of the reported issue was due to an open fuse, designator f3 from the patient parameter pcb assembly.